Event description:
A peritoneal dialysis pt has reported that dialysis solution has leaked from her cassette during treatment. There is no known patient ill effect. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.